Event description:
Doctor advised the rep that he would be revising a global shoulder that was done a "few" years ago. The rep brought in a newer global shoulder product to the surgery that was to take place in 5/27. When the pt was opened the doctor became aware that the "shoulder~" he decided at that time to reschedule the surgery and put in the older global system. The surgery was rescheduled and performed five days later.